Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in israel notified biomérieux of discrepant identification for mycobacterium strains when using vitek ms instrument (ref.: 410895, serial number : (B)(4). Customer reported having discrepant results with vitek ms from the same sample mycobacterium using two different media for growth. Results were as follows: 1 isolate t4202959. Vitek ms identification with mgit growth: mycobacterium genavense vitek ms identification with lowenstein-jensen medium: mycobacterium intracellulare expected ID: unknown as no identification reference method was performed. Culture conditions: culture media : mgit, incubation : 10 days. Culture media : lj medium, incubation : 7 days. At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health.

Manufacturer narrative:
Context a customer in israel notified biomérieux of discrepant identification for mycobacterium strains when using vitek ms instrument (ref.: 410895, serial number : (B)(6)). Investigation results: **fine tuning** status good at the time of acquisition. **spot preparation quality** the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. It needs to be verified with the customer. **knowledge base review** the expected identification is unknown because no reference method was used to confirm it. **sample data analysis** according to data provided, the identifications results obtained from mgit culture media (06 jun) and lowenstein-jensen medium (13 jun) were obtained with low identification score (-0.39 to -0,29) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). By reprocessing the data with next vitek ms knowledge base under development there is no more discrepant identification between mgit culture media and lowenstein-jensen medium. There is only one identification maintained (mycobacterium genavense) but still with a very negative score. Based on these findings, it could be a system limitation (strain not present in vitek ms kb v3.2). For information, the following limitation is mentioned in the user manual supplements - 161150-924 ¿ a vitek ms clinical use - v3.2 knowledge base : * testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ conclusion: the strain has not been submitted by the customer. Therefore, it is not possible to further evaluate the issue. The investigation did not indicate any systematic quality issue.